Manufacturer narrative:
A medtronic representative went to the site to test the equipment. To resolve the reported issue, the power cord for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power cord has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the viewing station of the imaging system would not power on. No additional information was provided. There was no patient present when this issue was identified.